Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the healthcare professional stated that immediately after using disinfecting contact lens solution together with contact lenses, the consumer experienced red eye, burning, and tearing. Toxic staining on both corneas was diagnosed in the consumer. After the event, the contact lens was discontinued and treated with unspecified eye drops. The current status of the consumer¿s eyes symptoms had been resolved, and the diagnosis of toxic staining on both corneas was unknown at the time of this report; additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the different product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This complaint is in reference to the alcon product aosept plus with hydraglyde cleaning and disinfecting contact lens solution along with total 30 contact lenses. As initially reported by the healthcare professional stated that immediately after using disinfecting contact lens solution together with contact lenses, the consumer experienced red eye, burning, and tearing. Toxic staining on both corneas was diagnosed in the consumer. After the event, the contact lens was discontinued and treated with unspecified eye drops. The current status of the consumer¿s eyes symptoms had been resolved, and the diagnosis of toxic staining on both corneas was unknown at the time of this report; additional information has been requested but not yet received.